Event description:
Pt was undergoing insertion of iabp through right femoral artery. When guidewire was removed, it was not intact. A portion of guidewire remained in the vessel. This was retrieved using a retrieval snare with no harm to pt.